Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: review of the black box data revealed record of power interruption evidenced by multiple recordings of power on reset. Black box records revealed two low battery warnings that occurring at the correct battery warning threshold. Battery cap and cartridge cap were not returned with the pump for investigation. During investigation, low battery warning and replace battery alarm was simulated and the pump responded by giving the appropriate alarm/warning at the correct threshold. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. The complaint was not duplicated on investigation and the pump was determined to be operating within the required specifications. Unrelated to the original complaint, the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).